Event description:
During surgical repair of left hip peritrochanteric fracture on a (B)(6) year old female, the threaded guide pin tip (threaded part) broke off. Unable to retrieve instrument portion, left in patient's bone. No patient harm, discharged in stable condition.